Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control downloaded and reviewed the electronic patient record and the reported issue was verified. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had intermittently powered off during patient use. The customer advised that no further details about the patient were known. There were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
A customer contacted physio-control to report that their device had intermittently powered off during patient use. The customer advised that no further details about the patient were known. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
After replacing the power pcb assembly, battery wire harness assembly and the battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned back to the customer for use. Stryker determined that the reported issue was likely caused by worn battery pins and fretting corrosion on pcb-mounted jack connector, designator j11, on the power pcb assembly, and cable-mounted plug connector, designator p11, on the battery wire harness assembly. The fretting corrosion has likely resulted in an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle.